Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 mg/dl with an unknown cause. The customer went to the emergency room (ER) where the customer was given fluids to address bg. Reportedly, the customer left the ER after 2 and half hours and with a bg of 320 mg/dl.